Manufacturer narrative:
The catheter was returned in two pieces, one measuring 3.0 cm and the other 86.7 cm. It is unknown how or when the damage occurred. Both catheter pieces met requirements for the patency and leakage tests. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata ii shunt was not reducing a patient's ventricle size even at the lowest pressure-level setting of 0.5. The shunt was explanted and replaced with a new strata ii shunt. The patient's ventricles were reported to have somewhat reduced in size with the new shunt.